Manufacturer narrative:
Medical safety reviewed the event and noted the following: the patient was brought to the operating room for placement of an impella 5.5 device as a bridge to coronary bypass grafting (cbg). Upon evaluation, the axillary artery was determined to be too small to accommodate the impella 5.5. An impella cp was implanted without issue. Post-implant, hemolysis was noted, which is considered a reportable adverse event. Following CABG, mitral valve replacement (mvr), and tricuspid valve replacement (tvr), the decision was made to place an impella 5.5 directly. After 24 hours of support, the impella 5.5 generated a placement signal not reliable alarm. Placement signal values and waveforms were present, and the alarm did not impact hemodynamic support. The alarm was disabled. During support, the patient developed volume overload and acute kidney injury (aki), requiring initiation of continuous renal replacement therapy (crrt). On day 9 of impella 5.5 support, the patient began to decompensate and experienced a gastrointestinal (gi) bleed. The patient was suspected to be in septic shock. After continued support, it was determined that the patient was no longer a candidate for permanent lvad therapy. The care plan shifted to continued impella 5.5 support with the goal of native heart recovery. On august 18, 2025, the impella 5.5 was repositioned, resulting in improved flows. Despite ongoing support, the patient expired after 41 days of impella support. The impella cp hemolysis is a reportable adverse event. Impella 5.5 placement signal not reliable alarm are considered device malfunction reportable events. The renal insufficiency, infection and gi bleed are reportable patient adverse events for the impella 5.5. The patient¿s death will be conservatively reported on the impella 5.5, although it is unlikely that the device contributed to the cause of death. The patient¿s deteriorating condition and non-candidacy for permanent lvad were likely contributing factors. Note: the automated impella controller will remain a reportable product malfunction accordingly. Associated manufacturing report numbers are 1220648-2025-30922 (impella 5.5) and 1220648-2025-31187 (aic).

Manufacturer narrative:
Data analysis: 5.5 pump (B)(4) was connected on 7/18 to (B)(4) through 8/28 with all logs from rlfs. The imc logs had three instances of placement signal not reliable alarms during the case all on 7/18 or 7/19. The lt logs show that for the first couple of days, snr is low as placement signal is railing triggering the unreliable placement signal alarm. The rt logs concur at this time placement signal is switching between a nominal value and 3000 mmhg as the raw optical sensor similarly jumps to -3276.8 mmhg and snr is <4000. The optical signals are as expected for the majority of the case after the first days of the case. Device analysis: the cause of the optical signal issue was not determined since product was not returned for investigation. Also, it is apparent that the console could be potential cause of the issue. Root cause: the cause of the intermittent unreliable placement signal could not be determined as the console was not returned for investigation. H6: added codes per the results of the investigation. H10: added the results of the investigation.

Manufacturer narrative:
The investigation has been completed. Data analysis: 5.5 pump (B)(6) was connected on (B)(6) 2025 to (B)(6) through (B)(6) 2025 with all logs from rlfs. The imc logs had three instances of placement signal not reliable alarms during the case all on (B)(6) or (B)(6). The lt logs show that for the first couple of days, snr is low as placement signal is railing triggering the unreliable placement signal alarm. The rt logs concur at this time placement signal is switching between a nominal value and 3000 mmhg as the raw optical sensor similarly jumps to -3276.8 mmhg and snr is <4000. The optical signals are as expected for the majority of the case after the first days of the case. Device analysis: the cause of the optical signal issue was not determined since product was not returned for investigation. Also, it is apparent that the console could be potential cause of the issue. Root cause: the cause of the intermittent unreliable placement signal could not be determined as the console was not returned for investigation. D10 concomitant medical products and therapy dates updated.

Event description:
The user facility reported that a recurring placement signal not reliable alarm began to appear to impella 5.5 support. The alarm was disabled and the staff was advised that the signal did not impact the function of the pump. The staff was instructed to monitor the patient's hemodynamics and motor current / flow rate for any signs of pump deficiencies. Support continued uninterrupted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.